Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.

Manufacturer narrative:
Alleged failure: blade broke off in patient salesforce case number (B)(4) the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be a manufacturing issue with the weld. The product was returned for investigation and the failure mode will be monitored for future re-occurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure. All pieces were retrieved.